Event description:
It was reported that during a lap hernia procedure, the hissing noise while the instrument was exchanged from the flapper valve. Pneumo loss disrupted the entire procedure. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.